Event description:
It was reported that the inner pack of the zfr00v lens was in broken condition which was observed when removing from packaging for loading the lens in the injector and the lens was unsterile. There was no patient involvement or patient contact. When the doctor opened the pack, she found out that the iol was damaged. Further information confirmed that there was no damage to the actual lens, and the term "damaged" was used to indicate the lens being unsterile. No other information was provided.

Manufacturer narrative:
Patient identifiers: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.